Event description:
The device was interrogated on (B)(6) 2015, and the generator was disabled due to vbat < eos threshold. The pulse disablement resolved by re-programming the device to >0ma, and subsequent diagnostics showed the device was not at eos. The pulse disablement did not appear to be related to asic latch up due to electromagnetic induction (emi) or electrostatic discharge (esd) transients occurring during the implant procedure. There was no reported trauma, and there were no known surgeries that could have caused the disablement and premature battery depletion. The patient had generator replacement surgery on (B)(6) 2016. The explanting facility discards product during surgery, so the device was not available for return.

Manufacturer narrative:
.

Event description:
It was reported that an ifi = yes warning message was identified on a patient's device. The physician was concerned that the patient's vns battery may have depleted more quickly than expected. A battery life calculation was performed, which did not support the ifi = yes status of the device. No further relevant information has been received to date.